Event description:
The customer reported that during a procedure, the set leaked at the pressure diaphragm (passed the pressure test). At the same time, the disposable leaked, he had a "significant" water leak from the top duck. Service will call to determine if this also involves an issue with the pump. The sample was saved and will be returned to quest. Product code 5001102; lot number 27366.m09.